Event description:
It was reported that the patient had an inappropriate shock due to atrial tachycardia. Technical services discussed some programming options. The doctor has now prescribed metoprolol for the patient to address the fast intrinsic rates. There were no additional adverse patient effects. The system remains implanted.